Event description:
It was reported that upon interrogation of this device several untreated episodes were seen. No oversensing was seen during manipulation. The device was elected to be explanted and replaced, but will not be returned as it was given to the patient. No additional adverse patient effects were reported.